Event description:
The customer observed false positive alinity I b-hcg results on multiple patients. The results provided were: patient 1: on (B)(6) 2025: sid (B)(6): initial= 50 iu/l (> 25.0 iu/l =positive). On (B)(6) 2025: sid (B)(6): redrawn and repeated = negative (no actual result provided). On (B)(6) 2025: repeated = < 2.3 iu/l (< or =5.0 miu/ml=negative). Patient 2: on (B)(6) 2025: sid (B)(6): initial= 33 iu/l. Repeat from serum bank specimen = negative (no actual result provided). Redrawn and repeated sid (B)(6): = < 5.0 iu/l. Patient 3: on (B)(6) 2025: sid (B)(6): initial= 47 iu/l. Repeat from serum bank specimen = 47 iu/l. On (B)(6) 2025: sid (B)(6): redrawn and repeated = < 5.0 iu/l. Repeat from serum bank specimen sid (B)(6): = 39.75 iu/l. There was no reported impact to patient management. Update: additional information provided on 09sep2025. The customer provided the additional data information: patient 2 with sid (B)(6) repeated 11 times with result = < 2.3 iu/l. Patient 3 with sid (B)(6) repeated 5 times with the result =< 2.3 iu/l, and 7.95 iu/l, sample with sid (B)(6) repeat results =39.75 iu/l, 3.94 and 2.47 iu/l, repeated 7 times = < 2.3 iu/l. An additional patient was provided with sid (B)(6) on (B)(6) 2025 initial result =32 iu/l /repeated on (B)(6) 2025=32 iu/l, same patient redrawn and repeated with sid (B)(6) on (B)(6) 2025=20 iu/l /repeated on (B)(6) 2025=19.41 iu/l, the same patient redrawn and repeated with sid (B)(6) on (B)(6) 2025 = 23 iu/l /repeated on (B)(6) 2025=3.84, 3.99, 3.63, 4.45, 3.73, 3.84, 6.46, 6.73, 5.84, 5.46 and 5.8 iu/l (< or =5.0 iu/l=negative).

Manufacturer narrative:
Updated section b5 - describe event or problem: update: additional information provided on 09sep2025. The customer provided the additional data information: patient 2 with sid (B)(6) repeated 11 times with result = < 2.3 iu/l patient 3 with sid (B)(6) repeated 5 times with the result =< 2.3 iu/l, and 7.95 iu/l, sample with sid (B)(6) repeat results =39.75 iu/l, 3.94 and 2.47 iu/l, repeated 7 times = < 2.3 iu/l an additional patient was provided with sid (B)(6) (B)(6) 2025 initial result =32 iu/l /repeated on (B)(6) 2025=32 iu/l, same patient redrawn and repeated with sid (B)(6) on (B)(6) 2025=20 iu/l /repeated on (B)(6) 2025=19.41 iu/l, the same patient redrawn and repeated with sid (B)(6) on (B)(6) 2025 = 23 iu/l /repeated on (B)(6) 2025=3.84, 3.99, 3.63, 4.45, 3.73, 3.84, 6.46, 6.73, 5.84, 5.46 and 5.8 iu/l (< or =5.0 iu/l=negative).

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid=(B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I b-hcg results on multiple patients. The results provided were: patient 1 (B)(6) 2025: sid (B)(6): initial= 50 iu/l (> 25.0 iu/l =positive) (B)(6) 2025: sid (B)(6): redrawn and repeated = negative (no actual result provided) (B)(6) 2025: repeated = < 2.3 iu/l (< or =5.0 miu/ml=negative) patient 2 (B)(6) 2025: sid (B)(6): initial= 33 iu/l repeat from serum bank specimen = negative (no actual result provided) redrawn and repeated sid (B)(6) = < 5.0 iu/l patient 3 (B)(6) 2025 sid (B)(6): initial= 47 iu/l repeat from serum bank specimen = 47 iu/l (B)(6) 2025: sid (B)(6): redrawn and repeated = < 5.0 iu/l repeat from serum bank specimen sid (B)(6) = 39.75 iu/l there was no reported impact to patient management.

Event description:
The customer observed false positive alinity I b-hcg results on multiple patients. The results provided were: patient 1 on (B)(6) 2025: sid (B)(6): initial= 50 iu/l (> 25.0 iu/l =positive) on (B)(6) 2025: sid (B)(6): redrawn and repeated = negative (no actual result provided) on (B)(6) 2025: repeated = < 2.3 iu/l (< or =5.0 miu/ml=negative). Patient 2 on (B)(6) 2025: sid (B)(6): initial= 33 iu/l repeat from serum bank specimen = negative (no actual result provided) redrawn and repeated sid (B)(6) = < 5.0 iu/l. Patient 3 on (B)(6) 2025 sid (B)(6): initial= 47 iu/l repeat from serum bank specimen = 47 iu/l on (B)(6) 2025: sid (B)(6): redrawn and repeated = < 5.0 iu/l repeat from serum bank specimen sid (B)(6) = 39.75 iu/l there was no reported impact to patient management.

Manufacturer narrative:
During the site visit, the abbott field service (fsr) replaced assy, itv (rohs)_part number 7-76656-07, which resolved the issue. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the assy, itv (rohs) did not identify an increase in complaint activity. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. The alinity I service documentation contained adequate information for the troubleshooting, removal, and replacement of the assy, itv (rohs)_part number 7-76656-07. A review of the alinity I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(6), or the assy, itv (rohs).